Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® meter with serial # (B)(6), and no manufacturing anomalies were found. Sections d4 and h8 have been updated with the kit lot # for the contour® meter with serial # (B)(6) and usage of device respectively.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report. Gudid information does not exists, as the device was manufactured before the UDI implementation date. Therefore, only the di number has been captured in the UDI section d4.

Event description:
The customer called ascensia customer service to seek assistance with the ascensia meter. During troubleshooting, it was found that the customer's blood glucose readings were not being stored in the memory of the contour® meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.